Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had pump error alarm. Customer's blood glucose value was unknown at the time of the incident. Customer will not return device for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. No unexpected an error in the motor was detected by reading unexpected value from hall sensor error alarm noted. Motor was tested outside device and passed.(B)(4).